Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted implant. High out-of-range pace impedance measurements and loss of capture were observed upon connection to the device despite satisfactory measurements via pacing system analyzer (psa). The connection was checked and found adequate but the issue could not be resolved. The lead was removed and an alternate implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found multiple cuts in the outer insulation with blood/body fluid infiltration from 17-20cm from the terminal pin. Inspections of the terminal pin assembly, and electrode tip noted no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.